Event description:
On (B)(6) 2010 the patient was implanted with two gore tag endoprostheses. On (B)(6) 2011 CT showed an endoleak of unknown origin. The physician suspected a type I or type iii. No aneurysm growth was reported and no time point for comparison was provided. On (B)(6) 2011, the patient underwent an intervention where additional gore tag endoprostheses were implanted to treat a distal type I endoleak. The patient's sma and celiac arteries were revascularized to create better seal.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.